Event description:
Customer reported a port issue with his freestyle blood glucose meter and further noted he had lost consciousness. Paramedics were called and they treated customer with oxygen and encouraged customer to follow-up with his healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. The customer's products have been replaced. It should be noted: this customer previously reported a problem with a meter with the same serial number in 2007, and was asked to return the meter at that time. The meter was never returned.